Event description:
It was reported that this patient received a generator and lead revision and the explanted devices were discarded after surgery. No other relevant information has been received to date.

Event description:
Clinic notes were received indicating that during the patient¿s original surgery, the thyroid was wrapped all around and made finding the nerve difficult. The patient has been referred for surgery. MFR report # 1644487-2018-01123 previously captured the high impedance observed on this device, but all future reports will be captured in MFR report # 1644487-2018-01802. No known surgical intervention has occurred to date. No other relevant information has been received to date.

Event description:
It was reported that this patient's device was showing high impedance. No known surgical intervention has occurred to date. No other relevant information has been received to date.